Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the investigation shows that there are no signs of a production or material failure. The cause of the breakage was fatigue. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the ms-30 stem broke due to a fall of the patient.